Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) experienced a syncopal episode, and an intermittent pacing spike was observed on an electrocardiogram (ECG). Upon device inquiry, a 'device reset' message was displayed. It is noted that at the last follow-up visit in february, the physician noted a telemetered cell voltage of 2.2 volts but the doctor did not seem to notice an elective replacement indicator (eri).